Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was triggered for an atrial intrinsic amplitude out of range. Lead trend data shows recent measurement 0.3mv (atrial sensitivity programmed 0.5mv). On review of the presenting electrogram (egm) shows occasional atrial undersensing. Assessment of atrial sensitivity programming was recommended at the patient's next in clinic review. The device remains in service and no adverse patient effects were reported.